Manufacturer narrative:
It was originally reported that it was reported via email and repair work order that the fowler ball screw was broken. It was found on evaluation and investigation that the fowler weld was damaged causing jerky fowler. This will result in an annoyance only issue as bed can be lowered manually to its lowest height which is optimal for CPR. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via email and repair work order that the fowler ball screw was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via email and repair work order that the fowler ball screw was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.